Event description:
During on-site product service, the service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard was serviced on-site. The alarm log was reviewed, the pump was visually inspected and functionally tested. The latch roller was replaced in order to fix the malfunction. The pump passed all tests and was returned to the customer in working order.